Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the infusion set was confirmed and the cause appeared to be supplier related. One 19g safestep infusion set with y-injection site was returned for investigation. A functional test of the infusion set revealed that the lumen was patent to infusion. Pressurizing the infusion set revealed no leaks in any part of the device. After accessing the y-site and flushing the device with water, the syringe was reattached to the luer adaptor at the proximal end of the device. Upon pressurizing the lumen, a small drop of water formed at the y-site along the edge of the blue valve stem. This was only observed after fluid was infused through the y-site. Loculated fluid within the valve, after accessing the y-site, may have been expelled under a positive pressure. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ with the syringe attached to the luer adaptor, the syringe plunger was retracted, which caused a continuous flow of air to enter the y-site during aspiration. No continuous leak of fluid was observed when the infusion set was under a positive pressure, but air aspirated continually through the valve when the infusion set was under a negative pressure. A microscopic examination of the y-site revealed what appeared to be a malformed blue valve stem. The y-site was dissected and the blue valve stem was removed, which revealed a semi-circumferential crease along the outer corner of the stem. The material was not cut or torn in this area. The deformation in the material was adjacent to the white valve ring. It appeared that the material was not properly formed during the molding process. Other areas of malformation were found on the section of valve stem that were completely enclosed within the valve housing. As the stem moved slightly according to the pressure to which it was exposed, the stem was slightly drawn within the y-site under a vacuum. This may have allowed air to pass through the malformations in the stem. A positive pressure most likely caused the stem to seal the leak path since no continuous leaks were observed at the y-site when a sustained positive pressure was applied to the infusion set. A lot history review (lhr) of ascqs0148 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2018, chemo medication was leaking from the leur lok access closest to the port needle and exposed the worker and patient to chemo medication. No patient or staff injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of ascqs0148 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that on (B)(6) 2018, chemo medication was leaking from the leur lok access closest to the port needle and exposed the worker and patient to chemo medication. No patient or staff injury was reported.